Event description:
On (B)(6) 2009, the patient reported, the up and down buttons of his insulin infusion device are responding intermittently to presses or do not respond at all. He stated, the buttons pop up when pressed. He said, his device has not been dropped or exposed to water. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.